Manufacturer narrative:
Device not returned.

Event description:
It is alleged that the drill used during sinus surgery caused burns and abrasions to the patient's mouth and face, resulting in scarring. No further information has been provided.